Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown reported as (B)(6) 2012. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the initial complaint was reviewed and found not reportable. The information supplied to the company is erroneous in that a medical device related death, serious injury or reportable malfunction did not actually occur. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received on nov 29, 2014; however, the part number was not able to be determined upon initial receipt and it was on january 7, 2015 that it was discovered it was this particular device that was returned. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original operation was performed in (B)(6) 2014 to repair a fractured right clavicle. The surgery was completed successfully using an anterior clavicle plate and six screws. While the patient was running in early november, the patient fell on his right shoulder. The surgeon discovered upon x-ray examination that some of the screws were bent and loosened from the plate. It was decided to remove the hardware and replace it with an unknown clavicle plate and screws. The surgery was completed successfully on (B)(6) 2014. There was no surgical delay. This report is 8 of 9 for (B)(4).